Event description:
During an atrial tachycardia procedure, the catheter did not display impedance or contact force and the procedure was cancelled. A non contact catheter was used to ablate as there were no other catheters of this type on the shelf, however, tachycardia was not terminated. The physician wanted to map the tachycardia again, but the procedure was cancelled due to the catheter not being visualized on ensite. The procedure has not been rescheduled.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrodes 1-4 and both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, the magnetic sensor met specifications during electrical testing with no short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent procedure cancellation remains unknown.